Event description:
Depuy attune total knee system implanted and developed "spinning out" error a few months after surgery. Patient require return to surgery and conversion to a posterior stabilized component to correct malfunction.